Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of solent omni thrombectomy system with power pulse device attached to the bag spike. The pump, shaft, and tip were microscopically examined and there were no damage or irregularities. A functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Same case as: 2134265-2017-02272. It was reported that an error message displayed during aspiration. An angiojet® ultra system console and angiojet® solent¿ proxi catheter were selected for a thrombectomy procedure. The proxi catheter primed fine, but did not work once inside the patient. A check saline supply error message displayed right away. It was observed that there was a hole in the pump. The proxi catheter was replaced with a angiojet® solent¿ omni catheter. The omni catheter primed and worked inside the body for 200 seconds at which point a check saline supply error message displayed again. The procedure was not completed due to this event. It was presumed that a catheter or lytic drip was placed in the patient. There were no patient complications and the patient is fine.